Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when the doctor was shooting the stapler in the pyloric antrum (second reload), the jaws were closed, the fire button was green, and the powered stapler's screen showed thickness number 2. The surgeon pressed the green button, and it blinked and started to fire but when the stapling was in the middle of the reload, the screen showed alert "excess force" and the firing stopped. The surgical time was extended for 30 minutes or more since a kit had to be requested. Surgical incision was extended by not more than 1 inch. Changed to a black reload and it worked. It was also noted that even though a black reload was used, the firing speed was extremely slow and the thickness of tissue did not seem to be very thick. The procedure was completed using the black reload. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was applied on over indicated tissue. Functionally, the reload was loaded into a representative instrument, and the interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The interlock was tested and found to function properly. It was reported that the device detected an excessive load, and the device initially fires, but failed to complete the firing cycle. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that operating room time was extended by more than 30 minutes resulting from product failure. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when the doctor was shooting the stapler in the pyloric antrum (second reload), the jaws were closed, the fire button was green and on the powered stapler's screen showed thickness number 2. The surgeon pressed the green button, it blinked and started to fire but when the stapling was in the middle of the reload, the screen showed alert "excess force" and the firing stopped. The surgical time was extended for 30 minutes or more since a kit had to be requested. Surgical incision was extended by not more than 1 inch. Changed to a black reload and it worked. It was also noted that even though a black reload was used the firing speed was extremely slow and the thickness of tissue it did not seem very thick. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: sigphandle sig power sigphandle handle serial # unk; unk-sigadapt unknown signia egia adapter, serial # unk; sigpshell sig power sigpshell control shell, lot # unk; egia60axt egia60axt egia60 artic extra thicksulu, lot # unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.